Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/reporter contacted lifescan (lfs) customer service on behalf of the lay-user/patient on (B)(6), 2010, alleging that the onetouch ultralink meter does not turn on. The reporter claimed that the patient had symptoms described as "irritability, frequent urination, and thirsty" prior to the onset of the power issue. There was no allegation of medical invention that would suggest hypoglycemia or hyperglycemia as a result of the product issue. According to the troubleshooting performed with customer service, the power issue was not resolved. There is no indication that the product contributed to a serious injury since the patient's symptoms preceded the onset of the product issue. In addition, there was no evidence that the patient received inappropriate treatment at the time of concern. However, this complaint is being reported due to the alleged power issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.